Manufacturer narrative:
Investigation summary: mat: 367858. Lot: 2056100. Bd did receive 2 photographs from the customer in support of this complaint. An evaluation of the attached photographs shows evidence of missing print on edta tubes. Additionally, 100 retained samples from the bd inventory were visually inspected and, no defects were found. Bd was able to confirm the customer¿s indicated failure mode with the photographs provided, however retained samples were satisfactory. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k3e 3.6mg plus blood collection tubes, the device experienced no label or missing label information. The following information was provided by the initial reporter. The customer stated: this is a report about a printing issue. According to the customer's report, there was no lot number or fill line printed on tubes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k3e 3.6mg plus blood collection tubes, the device experienced no label or missing label information. The following information was provided by the initial reporter. The customer stated: this is a report about a printing issue. According to the customer's report, there was no lot number or fill line printed on tubes.